Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
Per the clinic, the patient experienced scabbing and redness at the magnet site. On (B)(6) 2015 the patient was advised to discontinue use of the device for one week and was prescribed oral and topical antibiotics (duration not reported). Patient was seen on (B)(6) 2015 for follow up at which time it was reported that the site is healing. The patient was advise to not resume use of the device for another month to allow time to fully heal. The implanted device remains.